Manufacturer narrative:
B5) additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was about a 5-10 minute delay to switch from the imaging system with navigation to the c-arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure type was a posterior decompressive and instrumented autologous 360 degree arthrodesis t10-t11.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: while performing the system checkout. The polaris spectra system control unit (scu) of the navigation system was replaced and not the computer as previously reported. The scu was returned to the manufacturer for evaluation. Testing found that the unit had an internal strober error in the event logs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not available on the date of filing. Other relevant device(s) are: (psu kit 9735346r spectra rwk and scu kit 9735347r spectra rwk). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that an unknown site contact called to report camera had a red x during a case. They noticed this after taking the imaging spin. Unknown if the imaging spin had a nav tag. We recommended checking the connection into the back of the camera, but the site opted to switch to the c-arm. Site was unable to provide any other information about the state of the system (camera lights etc.) Site hung up before we were able to get more case information. There was no reported impact on patient outcome.